Manufacturer narrative:
Batch review performed on 01-feb-2023. Lot 166531: (B)(4) manufactured and released on 13-dec-2016. Expiration date: 2021-nov-16. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported case during the period of review.

Event description:
Revision surgery performed 1 year 5 months after the primary surgery due to knee instability. The surgeon revised the liner (10 to 13 mm) and the surgery was completed successfully.